Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. The device serial number was unk at the time of this report. Additional attempts will be made to obtain this info. Actual device was evaluated in the field on (b()6) 2011. The device manufacture date was unk at the time of this report. Additional attempts will be made to obtain this info. The date that info was known to a stryker representative that a reportable event had occurred was (B)(6) 2011. Eval summary: during a servicing event at the affected account, the field service technician observed debris which fell from the yoke. The debris is likely to be paint and may be due to moisture build up. The paint fell out at the time of servicing when the yoke safety collar was being disassembled. There is the potential for the debris to fall into the sterile field if the debris were to become dislodged at the time the assembly is passed over the sterile field during a procedure. At this time, it is unk what potential safety risk would result from the debris falling into a wound site. This specific malfunction was identified prior to using during a servicing event, and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that when the equipment boom is moved, the electrical alarm is tripped, and something inside of the boom may be shorting out. During the service event on (B)(6) 2011, the field service technician observed flakes of debris which fell off out of the yoke during disassembly. There was no reported pt involvement, and no reported adverse consequences.